Event description:
Pt found unconscious in bed with device turned off, possibly accidentally by pt. Vital signs unstable. Pacer turned on and pt stabilized. After repositioning, pt became unstable. Pacer box changed and permanent pacemaker implanted.